Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient concurrently underwent total vaginal hysterectomy, cystoscopy. It was reported that the patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6).

Event description:
It was reported that the patient concurrently underwent total vaginal hysterectomy, cystoscopy. It was reported that the patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.